Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and other non-malignant pain. It was reported that a warning por message was seen when the patient was attempting to charge the ins. The patient said they usually charge the ins a little bit every day. The last time she charged the ins was the sunday prior to the call. The patient mentioned that she broke her back 3 weeks ago and they put plastic cement in. The patient said that they had an x-ray and CT scan that could be related to the por. The por was a warning por and the patient was directed to follow up with a rep/hcp to clear the message. A rep reached out to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the por has not been cleared and resolved. Patient stated that her family has faced some difficulties making it impossible to meet to clear the por. She plans to call rep when everything improves later in october.